Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with a screw having posterior lumbar fusion therapy for a lumbar vertebral fracture. It was reported that a new screw was unboxed and attached to the screwdriver and then it was inserted into the body. However, it became loose and an axial deflection developed. It was removed from the body and also tried to reattach it, but could not be successfully attached. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: please note that this device (product: 54740006545; brand name: cd horizon solera 4.75) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (product: 54840006540, 510k# k091974, UDI# (B)(4)). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.